Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of stroke, deep vein thrombosis (dvt), infection, right heart failure, as well as other events leading up to the patient's outcome, could not be conclusively established through this evaluation. Additionally, the reported low flow events could not be confirmed as no log files were submitted for review. A specific cause for these events could not be conclusively determined. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists stroke, bleeding, venous thromboembolism, infection, right heart failure, and death, as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and inr range. The heartmate 3 lvas patient handbook, rev. D, is also available. Several sections of this handbook provide care instructions in regards to preventing infection. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer's report: 2916596-2023-05757. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for a stroke after being found down in public. The patient was not on anticoagulation due to recent stroke and had a known deep vein thrombosis (dvt). While in vascular and interventional radiology (vir) to get a central line for an infection, the patient had a controller exchange for a damaged pin. The patient had resumption of flow followed by a drastic decrease in flow to 0.0 liters per minute (lpm). The controller was exchanged again without return of flow. An echocardiogram showed acute right heart failure and no flow through the pump. The patient was taken to the intensive care unit (ICU) and proceeded to go into pulseless electrical activity (pea) arrest. Resuscitation efforts were ceased without resumption of circulation. The device was not explanted.